Event description:
It was reported that the patient alleges that the infusion device was delivering too low an amount of insulin. The patient bolused 10 units of insulin into a spoon and then collected the insulin into a syringe and it only measured 5 units of insulin. The patient experienced elevated blood glucose levels as high as 285 mg/dl. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.